Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the Technical Assistance Center (TAC) Representative indicates that a foreign object blocking the forceps channel was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: Based on the provided information, the foreign material could not be identified, but it is presumed it remained after reprocessing because of a deviation from the IFU. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.